Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed. An internal visual inspection was performed and a defective battery with cold solder pins were observed. The battery was replaced with a known good battery and the receiver turned on. A log review was performed and continuous rebooting without manual restart was observed. Confirmation of the complaint was confirmed. The probable was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart was undetermined. The probable cause could not be determined.